Manufacturer narrative:
The affected device was received for evaluation. Service history review identified that the device has not been in service in the past twelve months. A visual inspection of the device was performed, and the device was overall in a good condition. The customer's indicated failure was duplicated and confirmed through functional testing. The root cause of the reported problem was a faulty mainboard. As a result, the mainboard was replaced.

Event description:
It was reported that the device exhibited error 46440. There was no patient involvement.